Event description:
The surgeon attempted o implant a collamer lens with model cc4204bf. The plunger tore the lens as it was being advanced through the delivery system. Lens was removed with no pt injury. The facility indicated that this event was due to the injector plunger.